Manufacturer narrative:
The pod arrived fully deployed. No damages or defects were observed that could have resulted in the reported dislodged cannula. The cause of the reported dislodged cannula cannot be determined. No bends or kinks were observed in the exposed portion of the soft cannula. No abnormalities were found in the pod data. No problem was found. The formed needle was inspected under magnification and no damages or defects were observed. The fluid path test was performed and fluid flowed. The cause of the reported skin irritation at the infusion site cannot be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: ap3a.240905.015.a2.g991usqsjhzaa hardware: sm-g991u cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 363 mg/dl while wearing the pod between 1 and 4 hours. The adhesive completely separated from the (abdomen) causing the cannula to dislodge. A new pod was successfully applied.